Event description:
It was reported that there were holes visible to high pressure flow.

Manufacturer narrative:
This complaint is confirmed. During functional testing, the catheter exhibited one leak that is located on the venous extension leg. The leak was only visible under pressurization and appears as a spraying leak. No blunt instrument trauma or clamping damage was observed that would be associated with the leak site. A microscopic and tactual examination of the compression clamp shows no burs or sharp edges to the clamping edge that would constitute damage to the catheter. The small pinhole leak may have occurred during placement or the catheter may have been inadvertently poked with a sharp implement; however, at this time the exact mechanism of damage cannot be determined. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. According to the products instructions for use (IFU) says "always clamp catheter over the reinforced clamping sleeve or tape tab." This may be a user maintenance issue. It should be noted that just proximal to the venous lumen transition site a gouged hole in the catheter was observed. It is not known if it was done prior to or after placement. This is not recommended by the manufacturer. A chr of lot #reua0269 showed no other similar product complaint(s) from this lot number.